Manufacturer narrative:
Date sent to FDA: 04/22/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The actual device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The prongs of the fork were deformed causing the jamming and 0 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. It should be noted that as a part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The representative sample was returned with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The functional test was conducted successfully, the device worked as intended. No abnormalities were noted on internal device components.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an inguinal hernia repair by bilateral video procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the stapler staples did not fix the mesh. The procedure was completed with another like device. There were no adverse patient consequences reported.